Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k): k233680 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to reporter: the user tried to detach the filter in the blood vessel but it couldn't be detached, but after removing the filter system from the body, it could be detached outside the blood vessel.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: the user tried to release the celect-pt filter from jugular approach in the blood vessel, but it couldn't be released. After removing the filter system from the body, it could be released outside the blood vessel. No further information was provided, but it is assumed that another filter was used for completing the procedure. Predilator, outher sheath, introducer dilator, femoral introducer, jugular introducer and celect-pt filter were returned. During device evaluation, the release mechanisms were tested by simulating a tortuous anatomy, by bending the introducers while pushing the release button. Both introducers worked correctly, and the reported failure could not be reproduced. Review of the device history record found that all discovered nonconformances were properly dispositioned before release and no indication that the device was produced outside of specification. Based on the provided information and the device evaluation, an exact cause for the reported failure to release inside the blood vessel, could not be determined. However, as described in the instructions for use, excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.